Event description:
Ous MDR - the (B) (6) reported to us that the user found blood in the silicone sheath of the lead during implantation on (B) (6) 2009. The lead was then returned for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis found residues of coagulated blood in the lumen of the lead. For that reason, it was difficult to insert the stylet into the lumen of the lead. No damage to the insulation could be detected. The blood was probably introduced by a stylet during the implantation of the lead. There were no indications of material defects or manufacturing errors. Type of reportable event: although this event does not qualify as reportable under our standards, we are issuing this report in response to a report created by the (B) (6).